Event description:
The surgeon implanted an aa4203tl silicone lens. Due to the force of the lens coming out the injector, caused the capsule to tear, the lens was removed and a vitrectomy was performed.